Event description:
It was reported that a stent shortening occurred. A 6x120, 130 cm eluvia drug-eluting vascular stent was selected for a procedure in the iliac artery. During the procedure, it was noted that the stent used got shorter after deployment. The selected eluvia stent was 12cm long but looked to be under 9cm after deployment. The procedure was completed with another of the same device. There were no patient complications reported.